Event description:
It was reported that the 9800 system would shut down by itself when the interconnect cable was "wiggled". There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.